Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant the right ventricular lead could not retract after being extended. The lead was replaced and procedure was successful. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The helix was found to be over-torqued with blood and tissue clogging the helix.

Event description:
New information received on 22 november 2019 indicates that the issue was noted prior to placement.